Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 9 months (calculated from the date of manufacture.) The customer reported that the power module will not be returned for evaluation. Additionally, the power module patient cable was discarded, and both system controllers (primary and backup) remain with the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the power module started to alarm and "all of the lights were illuminated". The patient was at home and exchanged the system controller prior to calling the vad coordinator, who instructed the patient to switch to battery power. It was felt by the vad coordinator that the alarm was related to the power module internal battery being discharged. The patient was reportedly asymptomatic during the event. The system controller log file was later submitted and the manufacturer¿s technical services representative who observed multiple pump stoppages and a clock reset event. The power module and power module patient cable were exchanged at the clinic because the patient's significant other had fallen down the stairs when carrying the equipment to have it checked at the clinic. No additional information was provided.

Manufacturer narrative:
The customer reported that the patient¿s significant other had fallen down the stairs while carrying the equipment to have it checked at the clinic. Therefore, the power module and the power module patient cable were not available for investigation. The patient was provided with a new power module and patient cable. The epc system controllers (primary and back-up) that were used during the reported event were also not returned for investigation as they remain in patient use. No subsequent alarms or device issues have been reported. Two system controller log files were received for analysis. The first log file contained information starting at day of use #248, indicating it likely was retrieved from the patient¿s primary system controller. The epc controller does not record a current date stamp. Analysis found that the system maintained the set speed of 8800 rpm with no interruptions. There were several entries captured where the recorded voltage levels were slightly decreased; however, the recorded voltages were not low enough to trigger the alarm threshold and therefore did not result in any low voltage alarms. Analysis of the second system controller log file captured sporadic use of the controller as evidenced by continuous connection to external power. There were some low voltage levels associated with multiple driveline connects and disconnects when the lvad system was supported by battery power. Also noted were adjustments to the pump set speed was from 8000 rpm to 9800 rpm, and then to 8800 rpm, which can only be performed while the system controller is connected to a power module and system monitor and adjusted by a health care professional. Only the last 4 entries in the log file appeared to be sustained use that lasted approximately 2 hours and 21 minutes and revealed normal system operation at the set speed of 8800 rpm. Although the investigation was unable to conclusively determine how and when the events prior to the last 4 entries (where normal system operation was recorded) were created. The prior events do not appear to be related to the reported event, but to activities that occurred at some time prior, including specific adjustments to the pump set speed. In summary, the second log file only contained approximately 2 hours and 21 minutes of patient support after the reported event. The report event of the power module alarming was not able to be determined as the device was not returned for evaluation. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.